Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)displayed shocks on the summary screen, but had no shocks recorded in the arrhythmia logbook. The shock impedance is out of range. The patient states she did not feel any of the shocks the device reported.